Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned to depuy synthes for evaluation. Review of the photographic evidence and visual examination of the device cannot confirmed the allegation since the reported mating device was not returned for evaluation. Additionally, a dimensional inspection of the device was performed and met specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02-oct-2022 3) any anomalies or deviations identified in DHR: : there were no non-conformances associated with this lot. 4) expiry date: 30-sep-2027 5) IFU reference: : 090200701 IFU tot hip pros device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 02-oct-2022 3) any anomalies or deviations identified in DHR: : there were no non-conformances associated with this lot. 4) expiry date: 30-sep-2027 5) IFU reference: : 090200701 IFU tot hip pros device history batch ==> a manufacturing record evaluation was performed for the finished device product code 121932054 and lot number 3940101, and no non-conformance were identified. Corrected: h3

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgon implated a 54er pinnacle cup, but the corresponding inlay 121932054/lot: 3940101/experiy date: 30.09.2027 did not fit. They open a new inlay and it could then be inserted in the usual way.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there any patient harm related to the event? No. B. Was there any surgical delay related to the event? Yes, but only a few minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6: health effect: clinical code & health effect, impact code.